Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). B3-date of event is estimated.

Event description:
During patients ipg replacement on (B)(6) 2023 it was noted that the penta lead had a fracture on the 1-8 tail. Physician was able to get it stable in the or and therapy was restored.